Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ventricular fibrillation. The patient received cardiopulmonary resuscitation (CPR) from an unknown responder. The responder received two inappropriate high voltage shocks from the implantable cardioverter-defibrillator while performing CPR. The responder did not receive treatment for the shocks. The patient was stable after receiving CPR.